Manufacturer narrative:
Additional information received identified the locator abutment as a tloc3/2. This device no longer meets the criteria of a reportable malfunction. The device is not reportable. This event was previously reported under MFR 0001038806-2018-00802 submitted on sep 5, 2018. No further medwatch reports will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device location is unknown at this time.

Event description:
It was reported that the unknown locator abutment screw fractured during the clinical procedure. There was no injury to the patient as a result of the event. Also, a good faith effort has been made to contact the customer, but these attempts have been unsuccessful. If additional information arises, then a follow up medwatch report will be submitted.